Event description:
The customer reported the system is displaying an x-ray disabled message. No pt injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and the customer was able to restore the system to operate as intended. (B) (4).